Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Debris noted under display window. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Moisture damage was noted on motor assembly and electronic assembly during visual inspection.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was vomiting, but conscious, and had a lot of pain. It was stated that the customer was disconnected from the insulin pump when the device started to alarm, and the customer went on the back up plan. The alarm history was reviewed and found multiple motor error alarms. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.